Manufacturer narrative:
The device was returned to olympus for evaluation and is currently pending. Additional information has been requested regarding this event. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or when additional information becomes available.

Event description:
The customer reported to olympus, the spare lamp on the evis exera iii xenon light source was not working. There were no reports of patient harm associated with this event.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the completed device evaluation and legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue the device evaluation was completed and in addition to the spare lamp not working, error message e207 was also observed. The root cause of the spare lamp failure could not be identified. . This report will be supplemented if additional information becomes available at a later date. Olympus will continue to monitor the field performance of this device.

Event description:
During the inspection of an asset return, it was found that the spare lamp would not work.